Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that the trial worked great for him but since implant he had not gotten therapeutic effect. The patient reported that when he turned his stimulation too high, he got zapped while he was laying down. The patient reported that the healthcare provider (hcp) said that they could get the device to work, the patient just needed to increase stimulation. No further complications were reported.